Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Xience xpedition is currently not commercially available in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded, stenosed ostial circumflex. Reportedly, the patient had a stent previously implanted in the left anterior descending artery and the angle from the left main was 90 degrees. Pre-dilatation was performed with an unspecified 3.0 balloon catheter and a 3.0 x 18 rx xience xpedition stent system was advanced; however, it was very hard to advance through the angle with the stenosis and the proximal shaft separated into two pieces. The distal separated portion was simply withdrawn from the patient anatomy. A non-abbott stent was used to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Catalog #-correction. Manufacturing site for device-correction. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.